Event description:
On 1/26/99, the facility's clinical supervisor informed the MFR that the facility experienced a problem with this device. On 1/28/99, the facility's clinical supervisor faxed the MFR a report that states the following: the device catheter cracked between the clavicle and 1st rib. A-v evaluation revealed contrast extravasation through the catheter in the region where the left subclavian catheter crosses underneath the left clavicle. There was a fracture in this region. No further details were provided.